Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was repositioned as it exhibited loss of capture due to a dislodgement the day after implant, lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned as it exhibited loss of capture due to a dislodgement the day after implant, lead was successfully repositioned. After product investigation the allegations were not confirmed and cuts were found apparently part of the removal procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.